Manufacturer narrative:
During the execution of a pulse forming network (pfn) inspection associated with field change order (fco) 200-06-103-099, a field service engineer (fse) experienced an electrical shock. The incident occurred when the fse inadvertently omitted the attachment of the conductor rod while following the "pfn replacement procedure." As a result, the fse came into contact with the bar located at the bottom of the pfn, leading to an electrical shock and tingling sensations in both hands. The fse also fell from a ladder during the event but did not sustain any injuries. Following the incident, the fse attended the emergency room for medical evaluation. After assessment by a physician, no further treatment was deemed necessary. There was no product malfunction. The root cause of the incident was identified as use error, specifically the failure to correctly follow procedural steps outlined in the pfn replacement procedure. The following actions have been implemented to help prevent recurrence of the incident: 1. Field service engineer (fse) has completed web-based training: 2. A senior field service engineer has conducted retraining with the fse, specifically focusing on the pfn fco procedure.

Event description:
An elekta field service engineer suffered an electrical shock while completing fco 200-06-103-099.